Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. One unpackaged, ar-2324bcm-1, batch 14917699, was received for investigation. Upon visual inspection, it was noted that the anchor was damaged. The eyelet was not returned for investigation. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the anchor (ar-2324bcm-1) could not be screwed in even though the bone was prepared before. Also the anchor almost rips out the thread when being inserted. When the device was removed from the patient, the tip of the anchor was deformed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.